Event description:
Procedure performed: various laparoscopic bariatric procedures (roux-en-y, sleeve gastrectomy, duodeno-enterostomy with sleeve gasterectomy, etc.) Event description: event date is unknown. Two similar complaints occurred at [user facility]: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The surgeon used two graspers during "soft launch testing" and one of the devices experienced fraying at the tip of the latis pad. The surgeon noticed that the latis pad was fraying two hours into the three-hour procedure. The other device did not experience fraying or any other issues. They were able to finish the procedure normally. There was no impact to the case. No patient injury. The surgeon noted that they have seen this issue in the past but the device always performed as needed. Additional information was received via email on (B)(6) 2023 from [name], clinical development analyst ii, applied medical: various laparoscopic bariatric procedures (roux-en-y, sleeve gastrectomy, duodeno-enterostomy with sleeve gasterectomy, etc.) No patient injury occurred. The graspers were being used for standard tissue handling and manipulation. The case was completed laparoscopically as intended. No other additional information can be provided at this time. Intervention: the case was completed laparoscopically as intended. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: various laparoscopic bariatric procedures (roux-en-y, sleeve gastrectomy, duodeno-enterostomy with sleeve gasterectomy, etc.) Event description: two similar complaints occurred at [user facility]: complaint 1 of 2: (B)(4) lot #1472638 [MFR #2027111-2023-00528] complaint 2 of 2: (B)(4) [MFR #2027111-2023-00529] the surgeon used two graspers during "soft launch testing" and one of the devices experienced fraying at the tip of the latis pad. The surgeon noticed that the latis pad was fraying two hours into the three-hour procedure. The other device did not experience fraying or any other issues. They were able to finish the procedure normally. There was no impact to the case. No patient injury. The surgeon noted that they have seen this issue in the past but the device always performed as needed. Both devices used during the procedure are returning for complaint #(B)(4). No product is available for return for complaint #(B)(4). Additional information was received via email on 23jun2023 from [name], clinical development analyst ii, applied medical: various laparoscopic bariatric procedures (roux-en-y, sleeve gastrectomy, duodeno-enterostomy with sleeve gasterectomy, etc.) No patient injury occurred. The graspers were being used for standard tissue handling and manipulation. The case was completed laparoscopically as intended. No other additional information can be provided at this time. The rep will follow up with the account. Intervention: the case was completed laparoscopically as intended. Patient status: no patient injury.